Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a keypad issue. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the actual device was received for evaluation. During functional testing, the keypad issue was reproduced. A keypad test was performed, and it was noted that when pressing 9, the pump showed 9.0 and when pressing 0, it showed 9.0. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was due to a defective front panel keypad with bouncing entries. The front panel was replaced to resolve the issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.